Event description:
Customer notified the dist that they were having problems with a component (the 23g x 3/4" shamrock blood collection winged set #10-1543 mfg by winfield medical industries) in their clean blood collection kit that the dist mfrs. Was using a blood draw kit made for the facility by jj skinner inc. A subsidiary of mcbar medical industries inc. Of louisville ky. The 23g butterfly in kit had a loose needle because it disappeared when sticking pt to draw blood. Needle had become recessed inside tubing of butterfly after sticking pt. Small portion of tip protruded and stuck right thumb accidentally. Had previous problem with butterfly was ready to stick pt, looked away and looked back and no needle on butterfly, never found needle.